Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive results occurred. The following information was provided by the initial reporter: "customer reports non-sigmoidal curves with low internal control signals which gave positive results on ct2403. Repeats on ct1411 came back as negative. It only occurred in run 287. Instrument has been put out of service by the customer. Hazard, injury or erroneous results? Yes false positives according to repeat on a ct1411; no wrong results went out."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive results occurred. The following information was provided by the initial reporter: "customer reports non-sigmoidal curves with low internal control signals which gave positive results on (B)(6). Repeats on (B)(6) came back as negative. It only occurred in run 287. Instrument has been put out of service by the customer. Hazard, injury or erroneous results? Yes. False positives according to repeat on a (B)(6); no wrong results went out."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing non-sigmoidal curves with low internal control signals which gave positive results while running the viasure covid assay. Repeat testing for these suspected false positive results on another max instrument tested negative. Customer provided the instrument database and log files to bd service for further analysis. It was noted in the instrument history that this instrument was moved in july 2022 and there was no quality check performed by bd post relocation. A bd field service engineer (fse) was dispatched to the customer site where they performed a preventative maintenace (pm) on the instrument according to the service guide. Instrument was returned to the customer functioning to specifications. This complaint is unconfirmed as there was no functional problem identified with the instrument. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.